Event description:
During the saphenous vein harvesting procedure, the unit was defective and will not hold pressure. No patient complications were reported. The hospital did not provide any other info. Failure analysis investigation found that the short port's silicone and latex balloon had a small tear/cut.